Event description:
It was reported by the customer that they had high blood glucose level of and upon inquiring further, it was discovered that he had been hospitalized on (b)(6 2014. Customer stated they had been throwing up and was treating with manual insulin injects. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Blood glucose level was 100 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.